Event description:
The patient was implanted with an ams sparc sling to ¿treat her pelvic organ prolapse and/or stress urinary incontinence.¿ it was reported that the patient experienced injuries including, but not limited to, ¿mental and physical pain and suffering, has sustained permanent injury, permanent and substantial physical deformity, emotional distress, has undergone and will undergo corrective surgery or surgeries.¿

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.